Manufacturer narrative:
H3: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The cause of the issue was from an older software version. The issue was resolved by updating the software to the latest version. Upon further inspection, a deforming upstream occlusion (uso) seal was found. The uso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
During the software update, the unit "bricked." During physical inspection, it was found that there was a deformed upstream occlusion seal. No patient involvement was reported.